Event description:
Boston scientific received information that during a routine device interrogation in clinic, noise was observed on this right ventricular (rv) lead. Troubleshooting revealed that the noise was a result of programmer telemetry interference. Additionally, the lead exhibited an out of range impedance measurement and the safety switch feature was activated. The lead was reprogrammed to unipolar configuration. The patient was not pacemaker dependent. The physician elected to leave the lead programmed to unipolar configuration and a follow up appointment was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.